Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and needed assistance with settings in the insulin pump. Blood glucose level at the time of the incident was 500 mg/dl. Customer does not have any basal rates in the pump that was causing them to go high and not getting the hourly insulin. Customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter.

Event description:
It was identified that the customer's basal programming was unknown.